Manufacturer narrative:
Other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the charger showed that the implantable neurostimulator (ins) battery was full but the patient could not turn the stimulation on to reduce their arm and lower back pain. The patient stated that the ins recharger (insr) battery logo was 25% full and the ins battery logo was about completely full. The patient was then instructed to turn the stimulation on with the insr and the stim turned on but the patient couldn¿t feel it. The patient programmer (pp) was requested to attempt to turn on the stimulation but the pp would not power up because it needed new batteries. It was later reported that the replacing the pp batteries resolved the issue. The patient also reported that he was having trouble keeping the ins battery charged and might need to get it replaced. The patient¿s healthcare provider (hcp) later reported on (B)(6) 2018 that the patient¿s pain sometimes interrupts sleep, prevents him from walking for extended periods of time, standing for a long time and bending over. In conclusion, a procedure was not scheduled the ins was reprogrammed on (B)(6) 2017 by a manufacturer representative (rep) and the patient continued to use the device regularly. There were no further complications reported or anticipated.